Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit failed leak test, unit leaked at a cracked on the back of the case. Traces of corrosion found at the electronic assembly per visual inspection. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay. Unit received with peeling serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 4.9 mmol/l at the time of the incident. The customer¿s father reported customer trying to insert a new battery black display, only vibration and red light blink after swimming. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.